Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant differentials on the sapphire compared to the ruby for one patient diagnosed with acute promyelocytic leukaemia (apml) the following data was provided for two different samples drawn, the initial on sapphire, repeat on ruby (which matched the clinical presentation of the patient). (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The cell-dyn sapphire instrument, serial number (B)(4) consistently provided some flagging to alert the operator for further verification of results. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.